Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was not functioning. The following was translated from japanese to english: this is a complaint about npe of the needle missing and clog. Patient reported that no liquid came out of an empty strike before use, and when the needle was removed, there was npe of the needle missing. He said there were two in one bag and brought them to the facility. Facility changed from nano pass needles to pro last year.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was not functioning. The following was translated from japanese to english: this is a complaint about npe of the needle missing and clog. Patient reported that no liquid came out of an empty strike before use, and when the needle was removed, there was npe of the needle missing. He said there were two in one bag and brought them to the facility. Facility changed from nano pass needles to pro last year.

Manufacturer narrative:
The following field was updated due to correction: h3: device returned to manufacturer - no corrected to yes h3 other text : see h.10

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05dec2023. H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was not functioning. The following was translated from japanese to english: this is a complaint about npe of the needle missing and clog. Patient reported that no liquid came out of an empty strike before use, and when the needle was removed, there was npe of the needle missing. He said there were two in one bag and brought them to the facility. Facility changed from nano pass needles to pro last year.